Event description:
Reporter alleged discrepant blood glucose values of 310 mg/dl on the advantage system compared to a reading of 153 mg/dl, when measured by the doctor within about 2 minutes apart. Customer stated going to the doctor to have glucose tested, due to having higher readings in the 200s mg/dl for some time. As a result, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.